Event description:
A malfunction was reported on the pump involving a momentary motor skip, typically due to a high-force impact. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with a pump reset, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue recurs.